Event description:
The technician alleged the head section will not lower completely. No pt impact.

Manufacturer narrative:
The technician found the head weldment is bent causing the head section to not lower. The technician replaced the head section weldment to resolve the issue.